Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the implantation of a monarc, the patient experienced vulvodysnia, secondary to low testosterone levels. The patient was prescribed estradiol on (B)(6) 2016, and blood work was ordered. The event was considered not recovered/not resolved (continuing). Additional information was requested, if received, a follow up report will be sent.